Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and display not working after customer bumped it. The customer stated that the screen of insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to cracked lcd controller. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Device received with missing segments due to cracked lcd glass. P-cap/device reservoir locked properly in place. Device received with scratched display window.